Manufacturer narrative:
(B)(4). D10: item#: 00875101036, 36mm i.d. Size ii neutral liner use with 52mm o.d. Size ii shell, lot#: 64914989. Item#: 00875705202, 52mm o.d. Size ii porous uncemented with multi-holes shell use with ii liners, lot#: 61629434. Item#: 00771100900, femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 9 standard offset, lot#: 61559510. Item#: 00625006520, bone screw self-tapping 6.5 mm dia. 20 mm length, lot#: 61738443. Item#: 00625006535, bone screw self-tapping 6.5 mm dia. 35 mm length, lot#: 61738504. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a right tha. Subsequently, it was reported the patient had a right tha revision due to metal related pathology with liner and head revised. Subsequently, after approximately one year and four months patient reports post revision right hip pain, limp, giving out of hip. Tests revealed trochanteric bursal reactive tissue, surgeon discussed plan to excise the area and assess for any further tissue damage at that time. No documentation procedure or revision has occurred. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history found no additional related complaints for this item and the reported part and lot combination. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: pain with hip flexion & external rotation, fluid collection near gtbursa & bone. Mild chronic inflammation, calcification and ischemic necrosis - limp, ambulation issues, pain. Biopsy results typical of metal related reaction. Impression - bursitis, possible abductor tear. This event is post revision pain consistent with trochanteric bursal reactive tissue. Based on the available information, the reported event can be confirmed. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.